Event description:
The pt reported that while she was changing her insulin cartridge, she spilled all 315 units of insulin inside the cartridge compartment of her infusion device. She stated she will switch to her backup infusion device until her replacement device arrives. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.